Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that in the cath lab the intra-aortic balloon (iab) was inserted via the left femoral artery without problems; however, due to the "bad condition" of the pt, the iab was not zeroed prior to the insertion. After the insertion of the iab-05840-lws, "they tried to start the intra-aortic balloon pump (iabp), it did not work since the fiberoptix sensor (fos) was not detected." The iab was removed immediately and a new iab was inserted into the same site without problems. The iab therapy was conducted successfully. There was no reported pt death or injury. Medical/surgical intervention was not required. Iabp therapy was delayed until the second iab was prepped and inserted. There were no reported pt complications. The pt outcome is ok.